Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent hardware revision surgery at level 3 due to vertebral body infection. Intra-op, tip of the driver fractured when trying to remove a screw. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: after visual and optical examination, it appears that the instrument tip has been sheared off, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fracture surface that is angulated with circular material displacement. This is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.